Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 instrument black turning end of the handle has failed to close the head of the stapler. There was no consequence to the pt.